Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m2: motor disconnected alarm was not confirmed as no products were returned for analysis, and no log files were available for review. Additional information provided communicated that the centrimag motor would be returned for analysis; however, to date no products have been received by abbott. This file will be reopened with further analysis if any products are returned at a later date. Multiple attempts were made to obtain additional information, including if any log files were available for review; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the centrimag console was not included with the reported event. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the centrimag was turned on, there was a "motor disconnected" error. The motor was exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.